Event description:
A peritoneal dialysis patient has reported that dialysis solution is leaking out of the cassette and into the cycler. When the patient removed the tubing set, she stated that there was fluid inside. Patient's pd rn reports that antibiotics were administered for infection that pre dates this event and patient experienced no ill effects from event. The sample was discarded and is not available for evaluation.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode can not be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.